Event description:
Related manufacturer report number: 3006705815-2024-01027. It was reported that after multiple falls the patient's leads migrated and the patient experiencing ineffective therapy. The leads were repositioned on (B)(6) 2024 to their initial position. Effective therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.